Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle and tip, but it was not possible to identify the foreign matter. It is likely that the handling (reprocessing) was not in accordance with the instruction manual, resulting in foreign substances remaining. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope had low angulation and free play issues. The issue occurred during maintenance with no procedure and patient involvement. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the nozzle was clogged with foreign objects and the distal end had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the nozzle was clogged with foreign objects and the distal end has foreign objects. The follow other issues were found: due to wear of the angle wire the bending angle in all directions is off, water removal ability is hindered due to the clogging of the nozzle, the distal end has a dent, the connecting tube has a scratch, the universal cord has a scratch, the adhesive on the distal rubber is detached, the light guide glass cover has a dent, the scope connector case unit has a scratch, the scope cover has a scratch, the angle wire was worn causing the up down angle of the knob to be off, the plug unit has a scratch, the scope connector cover unit has a scratch, the up down knob has a scratch, the grip has a scratch, the switch box has a scratch, the objective lens has a scratch, switches 1, 2 and 4 have a scratch, the control unit has a scratch, the right left knob has a scratch, the forceps channel port has a dent, the objective lens has a chip, due to the wear of the angle wire the play of the right left knob is off and the angulation works but angulation control feels loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.